Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal valve angle measuring to be 67 degrees. During the procedure, at 80 percent deployment, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc); however, at the time of final deployment, the valve migrated upwards. Mild/moderate paravalvular leak (pvl) was noted. The user attempted to snare with two gooseneck snares through the radial and the femoral access on the opposite side. A second 25mm navitor vision valve was prepared for implant using a small flexnav ds. Pericardial effusion was noted at the septum; pericardiocentesis was performed and the physicians concluded the presence of cardiac tamponade. The patient remained hemodynamically stable until the occurrence of pericardial effusion and there was no clinically significant delay reported. A decision was reconsidered to implant a 23mm, non-abbott valve. The valve was implanted; no pvl was noted. The healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the anatomy and pre ventricular contraction. The patient was stable and reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.